Event description:
An ophthalmologist reported that during intraocular lens (iol) implantation procedure, a peripheral crack was noticed on the iol. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Photo provided shows an implanted lens. There appears to be a mark/line/crack on outer edge of optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Inadvertently, the initial MDR eval result code was overlooked. This supplemental report now includes it. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).